Manufacturer narrative:
Device manufacture date provided. The hardware investigation of the returned positioning sensor unit (psu) found that the reported event was related to an electrical issue. The psu powered up without the amber fault light on but a check of the event log revealed an intermittent history of sensor voltage out of range and also an intermittent history of battery voltage low. The psu did not pass an accuracy test (aak) at 0.66 mm with a passing threshold of 0.35 mm. The reported event was confirmed. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 04/10/2017 a medtronic representative, following-up at the site, reported the positioning sensor unit (psu) was working intermittently. Return requested. Replacement polaris spectra system control unit (scu) shipped to site 03/14/2017, returned to manufacturer, unused. Return requested. Replacement positioning sensor unit (psu) shipped to site 03/14/2017. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that a site's navigation system positioning sensor unit (psu) was not working properly. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.